Event description:
It was reported that the right ventricle lead exhibited high pacing impedance. No intervention was performed. Patent was stable.

Event description:
New information notes that the right ventricle lead was capped and replaced on (B)(6)2022. Patient was stable.